Event description:
It was reported that during a laparoscopic colon procedure, the tissue pad fell off and into the pt. The pad was removed from the pt. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.